Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that 8-10 days prior the recipient suddenly could no longer hear with the device. Parents report no incident of accident or trauma occurred. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that around (B)(6) 2018, the recipient suddenly could no longer hear with the device. Parents report no incident of accident or trauma occurred. The recipient was re-implanted.